Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery compartment-damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016-product analysis:the device was returned and evaluated by product analysis on 12/16/2015 with the following findings:review of the pump¿s black box revealed rebooting events. A battery compartment crack was observed. Moisture was observed within the battery compartment; leak testing verified a battery compartment leak. The battery cap threads were damaged; the cap could not secure properly to the pump. A test cap was able to secure properly to the pump and the pump powered on. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed a blank display screen. (B)(4).